Event description:
It was reported that the system 7 aseptic housing opened up during surgery and could not be closed correctly anymore. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 7 aseptic housing opened up during surgery and could not be closed correctly anymore. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing opened up, was confirmed. The engineering technician found that the housing lever was difficult to rotate, and the housing¿s latch catch plate was damaged along with the locking lever. Potential causes for a damaged housing include excessive autoclave exposure, cleaning solvents, or impact. Device was placed in parts retention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.